Event description:
The advocate accidentally stuck his finger with a used lancet when testing his mother's blood glucose on the contour next ez.the product information was not provided. No product is expected to be returned for evaluation.

Manufacturer narrative:
(B)(4).